Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of discrepant ast results for an escherichia coli organism in association with the vitek® 2 ast-n340 test kit. Vitek® 2 ast-n340 results were: (B)(6). Disk diffusion testing yielded: (B)(6). Cephalosporinase was obtained. The customer stated there was no adverse impact to the patient's state of health; the discrepant results were not reported to the physician. The customer indicated a delay in reporting of approximately six (6) days. Culture submittal was requested by biomérieux for internal investigation. Note: though the ast-n340 test kit is not marketed or sold in the united states, the amc and fox antibiotics are registered with the FDA and contained on other vitek® 2 test kits that are marketed and sold in the united states. Biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed. This investigation was initiated due to discrepant amoxicillin/clavulanic (amc) and cefixime (cfm) results for e.coli on vitek® 2 ast-n340 cards. Identification of the organism was confirmed, and testing included the customer lot (cl 7800154123) and a random lot (780376140) of vitek® 2 ast-n340 cards, but also the extended card vitek® 2 ast-n233+exn5. In parallel, reference methods were performed: -agar dilution, the method used to develop the formulary amc01n and cfm01n in ast-n340 card. Note: amc with a 2:1 dilution amc mic= 4/2 mg/l s and cfm mic = 2 mg/l r was obtained (within 1 doubling dilution, we can have s or r). Vitek® 2 results were compared with the reference results. On vitek® 2, with both lots of vitek® 2 ast-n340 cards tested: amc mic = 4 mg/l s and cfm mic >/=4mg/l r were obtained. The customer results were duplicated on the vitek® 2 cards. -for amc, the vitek® 2 cards are in essential agreement, with the reference ad mic (4/2 mg/l). And no category error. -for cfm, the vitek® 2 cards are in essential agreement, within 1 doubling dilution, with the reference ad mic (2 mg/l mg/l). And no category error. Vitek® 2 ast-n340 cards performed as intended and no further action is required. Note: the extended card gave the same values as the vitek® 2 ast-n340 card.